Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Hurt, painful lip [lip pain]. Wire or the end of wire sticking out of the hole where you see the metal part - brush head [device breakage]. Case description: consumer contacted via phone and stated that she noticed a wire or the end of wire sticking out of the hole where the metal part was on the brush head. No serious injury was reported.